Event description:
It was reported that, during a lithotripsy procedure, the console issued an error when the fiber was connected. The procedure was completed with another device without patient complications. Device analysis found that the fiber was broken.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the device found the fiber was received in two pieces. The glass tip was in good/unused condition. During functional testing light from the subminiature a connector (sma) connector was bright and round, indicating that there was no fracture within the connector. It is possible that the breakage occurred due to procedural handling after the customer tried to use the fiber. Despite the fiber being broken, it had not been used. The console read that the fiber was ready for usage, there was no error message. Based on analysis, the reported allegation was not confirmed, since during test the fiber was read for use. However, visual examination identified that the fiber was broken in two pieces. The glass tip was in good/unused condition. It is possible that the breakage occurred due to procedural handling after the customer tried to use the fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the device found the fiber was received in two pieces. The glass tip was in good/unused condition. During functional testing light from the subminiature a connector (sma) connector was bright and round, indicating that there was no fracture within the connector. It is possible that the breakage occurred due to procedural handling after the customer tried to use the fiber. Despite the fiber being broken, it had not been used. The console read that the fiber was ready for usage, there was no error message. Based on analysis, the reported allegation was not confirmed, since during test the fiber was read for use. However, visual examination identified that the fiber was broken in two pieces. The glass tip was in good/unused condition. It is possible that the breakage occurred due to procedural handling after the customer tried to use the fiber.

Event description:
It was reported that, during a lithotripsy procedure, the console issued an error when the fiber was connected. The procedure was completed with another device without patient complications. Device analysis found that the fiber was broken.